Event description:
A cartridge change error was reported for a pump, which led to the customer's blood glucose (bg) level being displayed as "high." There was an adverse impact on the customer's blood glucose level as specific values were unknown but it was indicated the bg exceeded typical limits. The customer attempted to resolve the high bg by changing the cartridge and site and resorted to using backup therapy through multiple daily injections (mdi). The pump was not with the customer as they were at work, and after reporting further malfunction, such as the inability of the pump to operate, it was turned off. Further actions or technical support assistance details were not provided.